Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause of the complaint cannot be determined.

Event description:
It was reported that the patient developed thrombus within the fred stent after implantation in the middle cerebral artery (mca). A slight stenosis was present in the mca prior to the procedure. There were no complications during deployment of the fred. A bolus and infusion of aggrastat and a bolus dose of cangrelor was administered during the procedure, which was successful at increasing vessel patency, and the patient was maintained on an aggrastat infusion drip for 18 hours post-procedure. The patient was discharged from the hospital "intact." There was no reported sequela.